Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is available at a later time or if the device is returned for evaluation, this report will be supplemented.

Event description:
Olympus was informed that at the start of an endoscopic retrograde cholangiopancreatography (ercp) procedure, the tip of the device broke inside the patient. The broken tip was retrieved. The procedure was successfully completed using a different but similar device . There was no patient injury reported.